Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked case.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump started counting up. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.